Manufacturer narrative:
Initial 3 of 7. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced seven infusion sets cannula bent event on (B)(6) 2026. The patient had hyperglycemia and was treated with correction bolus via pump and correction injection via multiple daily injections. The event occurred within three hours of insertion. The insertion site was abdomen and upper buttocks.